Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The 2.50mm x 12mm emerge balloon catheter was advanced to the target lesion but was unable to cross. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The shaft and balloon were microscopically examined and a pinhole in the balloon wall 2mm distal of the proximal markerband was revealed. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the pinhole or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).